Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, and reoperation.

Event description:
On (B)(6) 2016, this patient underwent a repair of a thoracoabdominal aortic aneurysm whereby two conformable gore® tag® thoracic endoprostheses were implanted in zone 4 of the thoracic aorta. Two stents were also reportedly implanted in the celiac and superior mesenteric arteries. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of aortic aneurysm/lesion was 66mm. The patient tolerated the initial procedure. From (B)(6) 2016 till (B)(6) 2016, the follow up computed tomography angiography (cta) showed that the maximum diameter of aortic aneurysm/lesion was 70mm. On (B)(6) 2018, the follow up cta determined that the maximum diameter of aortic aneurysm/lesion was 76mm. Additionally, on (B)(6) 2018, a proximal type I endoleak associated with a tgu343420/14653201 was identified. On (B)(6) 2018, the reintervention was performed whereby an additional aortic endograft was implanted.

Manufacturer narrative:
Corrected information: event date.